Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, prime or a33 test, excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system alarm. Customer¿s blood glucose level was 208 mg/dl. Customer stated that they was unable to exit the preparing to prime loop. Customer reported that the insulin pump was not dropped or bumped. Customer reported that the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.